Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was being used for treatment. It was reported the catheter broke during recovery after completion of treatment on one side in a bilateral treatment case. A new kit was opened to complete the case. No patient injury. This is an event during the catheter recovery after one leg treatment had been completed, the process of a series of operations such as pulling the delivery catheter once out of the introducer for the treatment of the other leg, repriming the glue, and returning it to a state where treatment was able to be started again. Therefore, it was outside the body.